Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual and functional testing was performed. The downstream occlusion (dso) seal broken was noted. The dso seal was replaced.

Event description:
It was reported that the device had damaged downstream occlusion seal. Evaluation of the returned device confirmed the reported issue was due to downstream occlusion (dso) seal broken.